Manufacturer narrative:
Further information obtained on november 12, 2021 indicates that the customer is no longer questioning the architect b-hcg results. Additionally, on (B)(6) , 2021 the customer indicated the assay was tested for detecting b-hcg for diagnosis of ovarian hyperstimulation. Per the architect total assay package insert the intended use of the product is for the quantitative and qualitative determination of beta human chorionic gonadotropin (¿-hcg) in human serum and plasma for the early detection of pregnancy. Based upon this new information, this complaint is no longer a reportable event. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data and in-house testing of architect total b-hcg reagent lot 27541ud02. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of reagent lot 27541ud02 was evaluated using worldwide data from abbottlink. The median value of the negative patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent lot number 27541ud02.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg on one (B)(6) female patient diagnosed with ovarian hyperstimulation. The results provided were: initial b-hcg=34.26 miu/ml (or =25.00 miu/ml=positive) /repeated=33.46 miu/ml this patient is not pregnant. There was no reported impact to patient management.